Manufacturer narrative:
(B)(4) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Device was returned with packaging damage and sterility barrier was compromised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products confirmed that the carton boxes are damaged with various severity (creases, deformation, scuffed) as if crushed or compressed, the shrink-wrap is missing, and the inner sterile cavities are cracked. Sterility is compromised. Device history record (DHR) was reviewed and no discrepancies were found. T the likely condition of the parts when they left zimmer biomet control is considered conforming based on the evaluation of the returned products, the dhrs review, and the potential transit age of the devices (1 to 5 years). The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.